Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead became breached due to a rupture while in vivo. Using destructive testing, performed visual inspection and found distal conductor fractured and inner insulation breached.

Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead increased and was high after an ablation. At a later date a lead integrity alert (lia) was triggered due to a high sensing integrity count (sic), non-sustained episodes and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4469-45 competitor lead, (B)(6) 2009. (B)(4).